Event description:
It was reported that (1) tlc75 was used during a gastric bypass procedure. It was reported by the affiliate that after firing the first two reloads, the surgeon attempted to fire a third reload. The staples at the tip of the third reload would not fire completely. Opened another device to complete the case. There was no consequence to the pt.